Event description:
A medtronic representative reported an inaccuracy occurring while in an ent procedure. The surgeon used tracer registration. Initially they checked accuracy on the top of the nose, between the teer, medial and lateral canthi. The surgeon noted the inaccuracy about 15 minutes into the procedure with the shaver. The straight suction and 90-degree suction were checked and found to be inaccurate approximately 3mm laterally. The emitter was placed above the patient tracker. The dots on the tracer pattern disappear into the head near the patient's left temple. A medtronic representative, on-site trouble-shooting, performed a system check-out and found everything to be accurate and working properly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and patient weight not available from the site. Device manufacturing date is unavailable at this time. A medtronic representative, following-up at the site, recommended to the surgeon tracing more posterior by the sphenoid to improve accuracy. Medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The system was returned to the manufacturer and underwent intensive accuracy testing as well as hardware performance testing. Complete system check out performed; system passed all testing performed an accuracy peg board test and system passed within specifications. No faults were found. As formerly reported issue was due to user error.

Manufacturer narrative:
Hardware return material authorizations issued: cable, cable adapter and computer returned to manufacturer for analysis on 01/15/2014. Shipped replacement cable to site (B)(6) 2013. Medtronic investigation of returned suspect cable finds that there were no opens, shorts or intermittent's. Cable is fully functional. Did not cause event. Shipped replacement cable adapter to site (B)(6) 2013. Medtronic investigation of returned suspect cable adapter finds that there were no opens, shorts or intermittent's. Cable adapter is fully functional. Did not cause event. Shipped replacement computer to site (B)(6) 2013. Medtronic investigation of returned suspect computer finds that they were unable to recreate reported inaccuracy as the computer has no impact on accuracy of navigation, only processing data. System boots normally and launching ent app successfully to navigate task. Probes have good geometry and divot errors. Computer is fully functional. Did not cause event. A navigation demo system has been shipped to the site for use until issue is resolved to the site's satisfaction. Software investigation completed: per information reported from the medtronic service representative for this site, the surgeons are aware it is considered unapproved use to have the patient-tracker right on the adhesive pad and not using the headframe or strap. They prefer this setup, and persist in conducting surgeries in this manner. The tracker was used without the frame or strap. This resulted in inaccuracy during navigation. Software is functioning as designed.